Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) was noted on the device. Programming changes were made. The patient did not experience any adverse consequences.